Event description:
Boston scientific received information that this patient had high right ventricular thresholds for over a week. An echocardiogram was performed in which blood was noted surrounding the heart. The patient was hospitalized with shortness of breath, atrial fibrillation and pericardial effusion. The physician was contemplating a lead revision to verify a possible lead perforation. It was later reported that the physician had removed 550 ml of pericardial fluid. A computed topography scan showed a lead perforation. At the pericardial window procedure, the lead had not perforated. The patient had pericarditis. The physician was able to reposition the lead further out with great measurements. All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.